Manufacturer narrative:
Correction:

Event description:
It was reported that the patient presented to the clinic for a device pocket revision due to implantable cardioverter defibrillator reaching end of life or elective replacement indicator. The patient had a history of left ventricle thrombus and was admitted for heart failure service with exertional fatigue. He was noted to have multiple episodes of supra-ventricular tachycardia on device check. The device change procedure was completed with no reported complications.